Event description:
A surgeon reported poor aspiration when using the cutter during a procedure. The procedure was completed as the aspiration was working, but "poor." There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/13/2014. (B)(4).